Event description:
It was reported that during an unk procedure, after firing 3 clips. The remaining clips fired was twisted. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 2/18/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # a9877k. Investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis determined that the mcs20 device was returned with no apparent damage, and the packaging opened was returned along with the instrument. Three (3) unformed clips and one (1) malformed clip were returned inside a plastic bag. Upon cycling, the instrument was noted to be empty and locked out, which is consistent with the design that locks out after all clips have been fired. The device was disassembled to verify the condition of the internal components and no anomalies were noted. Additionally, photos were provided and they showed the condition of the reported event. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident as the device was returned empty. The reported complaint was confirmed. Device history review a manufacturing record evaluation was performed for the finished device batch a9877k number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.